Event description:
Pt was treated at hospital for hypoglycemia. Pt said it was an unexplained episode and may have been stress related. Reports blood sugars have been ranging from 60-200. User error likely caused event. Product not being returned for analysis.

Event description:
Product returned for eval.